Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).